Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheters 8 (cat8s). During the procedure, while torqueing and advancing a cat8 to remove thrombus within a stent, the tip of the cat8 hit the stent wall and became bent. The physician did not notice the kink in the tip of the cat8 until the cat8 was removed from the patient after completion of the pass. Therefore, the procedure was successfully completed using a new cat8. There was no report of an adverse effect to the patient.